Event description:
It was reported by the sales rep the doctor was performing an acl and the fms duo+ pump wasn't maintaining pressure properly, with the fill chamber slowly filling up with fluid. The case was aborted, as the patient's knee cavity was distended. After the case was aborted and the fluid removed, the patient's knee went back to normal. The patient was rescheduled for another procedure. No patient consequence occurred. The sales rep was present for the case. One pump will be returned for analysis by the customer. The tubing sets are available for analysis, as well. Additional information received by mitek complaints on (B)(4) 2015: the sales rep reported no delays, the procedure was rescheduled for (B)(6) 2015. See associated medwatches 1221934-2015-00645, 1221934-2015-00647.

Manufacturer narrative:
The complaint tube set was received and evaluated by r&d. The received device passed the air leak test successfully. No leak below fill chamber or on the luer-lock joint was observed. Therefore, the reported failure cannot be confirmed. A possible root cause might be that the luer-lock was not tighten properly, resulting in a leak in the pressure line inside the pump. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep the doctor was performing an acl and the fms duo+ pump wasn't maintaining pressure properly, with the fill chamber slowly filling up with fluid. The case was aborted, as the patient's knee cavity was distented. After the case was aborted and the fluid removed, the patient's knee went back to normal. The patient was rescheduled for another procedure. No patient consequence occurred. The sales rep was present for the case. One pump will be returned for analysis by the customer. The tubing sets are available for analysis, as well. Additional information received by mitek complaints on 2-19-15: the sales rep reported no delays, the procedure was rescheduled for (B)(6) 2015. See associated medwatches 1221934-2015-00645, 1221934-2015-00647

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
It was reported by the sales rep the doctor was performing an acl and the fms duo+ pump wasn't maintaining pressure properly, with the fill chamber slowly filling up with fluid. The case was aborted, as the patient's knee cavity was distented. After the case was aborted and the fluid removed, the patient's knee went back to normal. The patient was rescheduled for another procedure. No patient consequence occurred. The sales rep was present for the case. One pump will be returned for analysis by the customer. The tubing sets are available for analysis, as well. Additional information received by mitek complaints on (B)(6)-2015: the sales rep reported no delays, the procedure was rescheduled for (B)(6)-2015. See associated medwatches 1221934-2015-00645, 1221934-2015-00647.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.